Manufacturer narrative:
On (B)(6) 2020, customer reported potential false positive results with use of taqpath covid-19 assay kit. During investigation, the customer supplied five (5) software data log files on 24-nov-2020, which were analyzed by thermo fisher scientific's research and development team on 10-dec-2020. The findings were as follows: file 1: (B)(4) (1 false positive patient result identified); file 2: (B)(4) (1 false positive patient result identified); file 3: (B)(4) (no false results identified); file 4: (B)(4) (1 false positive patient result identified); file 5: (B)(4) (1 false positive patient result identified). Four (4) false positive patient results were confirmed. The root cause was confirmed to be improper centrifugation of the qpcr plate to release trapped air bubbles and improper material handling. Customer was advised to follow instructions per the assay's instructions for use concerning proper centrifugation of qpcr plate, and proper handling of material.

Event description:
Customer's improper centrifugation and improper material handling caused four (4) false positive patient results. The customer re-tested patient samples and found them to be negative. The customer was advised to follow instructions for proper centrifugation and proper material handling. There were no reports of serious injury or death. Thermo fisher scientific was able to confirm the false positive results were reported out of the lab and communicated to the ordering physicians and/or patients.